Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
On hold mr 08/23. Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspected product. The customer has indicated no product will be returned.